Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on an unknown date due to unknown reasons. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. A review of the provided data and the visual examination of the components have indicated the presence of three wear stripes on the femoral head and wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The anteversion angle compared well to that recommended in the surgical technique, however the inclination angle was lower than the relevant recommendation. The effect of such positioning could have caused a disruption of the stresses through the system and a breakdown in lubrication, leading to the observations mentioned above. This may have been further exacerbated by the loading through the joint which, considering that the patient's bmi puts them in the obese category, could be considered excessive. The indentations on the femoral head and scratches on the acetabular cup suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation, this is likely to have been the source of the elevated metal ion levels detected in the patient, which in turn could have encouraged the generation of the metal stained fluid that was present within the joint. There was very minor evidence of fretting in the form of one band of black discoloration within the female taper on the adaptor; however the redlux measurements of this surface indicated that there was no measurable material loss and hence the contribution of this to the reason for revision may have been limited. This report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2012-00216-2 / 00225-1 / 00226-1).

Event description:
It was reported that patient underwent a primary right hip arthroplasty on an (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to armd. Additional information received further reports that during the procedure, turbid metal-stained fluid and a capsule lined with grey-stained material were noted. Reported from (B)(6).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Device manufacture date - unknown.

Manufacturer narrative:
Additional information was received on august 1, 2012 regarding item and lot numbers.